Event description:
The account alleged that the bed exit audible alarm is faint and cannot be heard from outside of the pt's room. No pt impact.

Manufacturer narrative:
The account replaced the scale board and installed the external buzzer kit to resolve the issue.